Manufacturer narrative:
Follow-up #1: date of submission 05/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no alarms related to loss of prime or prime issues were observed in the black box. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The daily insulin delivery totals correctly reflected the user's programmed basal rates. A loss of prime was induced and the pump gave the appropriate visual and audible alert. The force sensor calibration was within specifications. The force sensor pins were seated and the solder connections were intact. There was no evidence of cracked force sensor traces.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was not alerting the patient to a loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.